Event description:
Screw was reported to have broken during screwing in.

Manufacturer narrative:
Suspected root causes: use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft / screw / tunnel not appropriately sized, insertion over a bent guide wire.